Manufacturer narrative:
The device and leads will not be returned thus no analysis will be conducted. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), right ventricular (rv) and right atrial (ra) were explanted due to an infection.